Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25, low battery. The power management tool confirmed power error 25 and low battery alarms were triggered when the loaded voltage was less than 3.5v for four consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that they had power error detected on insulin pump. The customer¿s blood glucose level was unknown. Troubleshoot was performed for power error detected the insulin pump will be returned for analysis.